Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a transmitter failed error occurred on for transmitter serial number (B)(6). However, two transmitters were returned for evaluation with serial numbers (B)(6) and (B)(6). An external visual inspection was performed and passed on both transmitters. Voltage measurement was performed and failed due to no voltage. A review of the share logs was performed and transmitter failed error was found within the investigation window for transmitter serial number (B)(6). The allegation was confirmed for transmitter serial number (B)(6). The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter failure error was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.